Event description:
Caller reported a cgm error, specifically error 42, related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully completed the sensor session without encountering the error again.